Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized due to the peritonitis that same day. The nurse stated that it was possible that the patient did not wear a mask, but the patient stated that a break in her routine pd technique had not occurred preceding this event. Treatment was not reported. On (B)(6) 2011 the patient recovered from the peritonitis, and was discharged from the hospital that same day. Therapy with dianeal pd4 ambuflex was ongoing. The nurse stated that the event peritonitis with culture positive for (B)(6) was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11e14015 and h11d27069 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.